Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch# (B)(4) that a guide wire tip detachment occurred. Vascular access was obtained via the radial artery. A 182cm luge¿ guide wire was advanced to the lesion. However, it was noted that the distal part of the guide wire had detached and embolized into the right upper extremity circulation was subsequently found to be in the right axillary artery. Multiple attempts were made to snare the detached wire but failed. The detached wire further travelled further and localized in the region of the radial artery loop where it entered into a side branch. Multiple attempts were then made to snare the guide wire fragment without success. Vascular surgery was contacted and agreed to subsequently perform a surgical cut down on this region to remove the guide wire fragment. Coronary angiography was requested to be completed prior to surgery. Access was then obtained from the right femoral artery to complete the angiography. Later in the day the patient went into surgery for the removal of the guide wire fragment and the surgery was completed. No further patient complications were reported.